Event description:
It was reported that the patient had blood in her intravenous (IV) line, and the pump was alarming for high pressure. Per reporter, the cartridge was changed, but the same error persisted. Then, they changed both the cartridge and the pump, which cleared the blood and stopped the alarms on the pump. There was no change in the IV-line placement. The blood cleared after the pump change. This was a continuous infusion, with the set flow rate and volume delivered being unknown. The patient (B)(6) with patient identifier (B)(6), a female who is over 65 years old with birthdate on (B)(6) 1947, was receiving IV remodulin. The suspected product was a remodulin mdv, manufactured by united therapeutics with a strength of 2.5mg/ml, dose of 62 ng/kg/min via IV with continuous frequency. The suspected medical device was a pump, cadd legacy 6400 manufactured by smiths medical. The outcome of the event was resolved. The device was replaced. The patient had a backup device they were able to switch to. The patient was able to successfully continue their infusion. The infusion was life-sustaining. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. D4 - serial #: possible serial numbers: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3, g4: correction. D4: additional information. H3/h6: the device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause. H10: additional related report number (B)(4).